Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported there was black formation and bubbles observed on the grounding pad. Initial eval of the returned sample found it did not have continuity.